Event description:
Additional information later reported the patient had a catheter revision the day of the report based on a suspected subdural catheter. A new ascenda spinal segment was placed and spliced to remaining existing catheter. The old spinal segment was removed. The patient¿s dose was cut in half from 658.8 to 329 mcg/ day. Pre-operatively, the patient continued to report some symptom relief but not the significant symptom relief he had felt several months after initial placement in (B)(6) 2013. The patient would be followed by his managing hcp for continued titration.

Event description:
It was reported that, since the initial implant, the pump dose had been titrated with flex dosing utilized, but the patient still felt very limited relief of spasticity in his legs. The patient had less than 50% therapy relief. A dye study on the date of this reported showed that cerebrospinal fluid (csf) was easily aspirated through the side port, but dye did not dissipate and disappear. A CT scan was done following the dye study. The surgeon felt that the study was consistent with a subdural catheter placement. There was no product issue suspected. A revision surgery was planned for a new catheter placement. The device system was used to deliver baclofen.

Event description:
Additional information later reported that it was not able to be determined when the subdural position actually occurred although the hcp was able to get csf through the side port at initial implant leading one to conclude an intrathecal placement. The patient's dose was still being titrated to effect.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).